Manufacturer narrative:
The authorized third party service provider will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device was displaying a "patient circuit disconnect" alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001-- section b3, date of event, of the initial medwatch report stated: 01/12/2023. Section b3, date of event, of the initial medwatch report should have stated: 1/13/2023. Section b4, date of report, of the initial medwatch report stated: 1/12/2023. Section b4, date of report, of the initial medwatch report should have stated: 1/16/2023. Section g3, date received by manufacturer, of the initial medwatch report stated: 01/12/2023. Section g3, date received by manufacturer, of the initial medwatch report should have stated: 1/16/2023. New information for supplemental medwatch report 001 -- h6: the device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issue of it displaying a patient circuit disconnect alarm was confirmed. The asp also observed that the device was measuring lower peep (positive end expiratory pressure) than set. The asp replaced the external flow module (efm) to resolve the reported issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the cause of the reported issues was the efm.

Manufacturer narrative:
Corrected information for supplemental medwatch report 002. Section d4, model #, of the initial medwatch report stated: prt-01201-000. Section d4, model #, of the initial medwatch report should have stated: v+pro emergency, english. Section d4, expiration date, of the initial medwatch report stated: blank. Section d4, expiration date, of the initial medwatch report should have stated: 06/02/2022. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).